Event description:
Heli-fx endoanchors were used as part of a procedure to revise a prior endovascular aortic aneurysm repair with a medtronic talent endograft that had migrated from its proximal sealing zone. The aorta was tortuous and the proximal sealing zone had a conical configuration. The procedure plan was to place endoanchors to secure the migrated endograft, and then place a medtronic endurant cuff endograft to cover the area up to the renal arteries. During deployment of the first endoanchor, the anchor was improperly deployed and did not penetrate the aortic wall. The anchor was unsecured within the aorta. An attempt to snare the anchor caused its movement into the left renal artery. The physician determined that attempted retrieval of the anchor from the renal artery was not advisable and it was left in place. A second endoanchor implant attempt in a nearby location also resulted in a mis-deployment; however, the second anchor was removed with the heli-fx guide without any adverse sequelae. Additional endoanchors were implanted without complication in other locations, followed by the planned cuff placement. The case was completed successfully and the patient was discharged from the ICU the day following the procedure without further complications.